Event description:
The following allegation was reported to davol: on (B)(6) 2003, patient was implanted with a bard/davol perfix plug during a right inguinal hernia repair procedure and hysterectomy procedure. Patient reports experiencing severe pain at the hernia location, and radiating leg pain. On (B)(6) 2004, patient underwent surgical exploratory procedure where the mesh was identified per the patient, as being "balled up" and was not removed. Patient experienced toxic shock as a result of nerve block injections. On (B)(6) 2005, patient underwent surgical procedure with removal of the perfix plug and placement of a marlex patch (bard flat mesh) at the same location. The patient alleges that she continues to experience pain which is managed with medical marijuana and the hernia continues to "pop" out when she sneezes. She also complains of pain during intercourse and says she is unable to walk due to "nerve damage."

Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. A review of the manufacturing records shows that the lot was manufactured to specification. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-0088 for information related to the marlex patch (bard flat mesh) alleged to have been implanted on (B)(6) 2015.